Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. A 6.0 x 40/80 (4f) sterling otw balloon was used to treat the 90% stenosed lesion with severe tortuousity and calcification in the "anastomotic stricture of vein side in the synthetic graft". On the first and second inflations, the balloon was inflated to 10 atmospheres. On the third inflation the balloon was inflated to 10 atmospheres and ruptured. The balloon was removed intact. The balloon was visible under fluoroscopy. The procedure was completed with a different device (sterling 5.0mm x 40mm). The pt status is listed as good.

Manufacturer narrative:
The complaint indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.